Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not following the proper brushing sequence, incomplete leak testing performed. No patient infections or injuries reported.

Event description:
The issue was first observed during preparation for use for a diagnostic esophagogastroduodenoscopy, which was completed without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was not returned to olympus for evaluation, however, an olympus endoscopy support specialist (ess) was dispatched to the customer site and the reported issue was confirmed. The following observations were observed: incomplete leak testing, brushing out of sequence, and missing time/steps in bedside precleaning which was not performed at indicated times. The customer's staff was informed and retrained on proper procedure. It was recommended that the leak tester remain attached to scope for 30 full seconds after scope is removed from water and leak tester turned off, brushing channels in proper sequence (follow steps on wall mounted poster), and to perform all precleaning steps per times specific to each scope. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that the user's understanding differed from olympus recommendation in device handling and reprocessing steps. The instructions for use warns: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.